Event description:
User facility reported an uneventful novasure endometrial ablation procedure occurred on (B) (6) 2010. Approximately seven days post-procedure, the patient complained of "fever and malaise". The physician reported that the patient's uterus was tender and he "prescribed antibiotics to cover [his] diagnosis of endometritis". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of disposable device not provided by the complainant. Serial number of rfc not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history and sterile lot records were reviewed and no contributing factors or abnormalities were noted. Currently, unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. (B) (4).